Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors before a bolus. The customer also stated that the pump shut off unexpectedly and then turned back on. The customer's blood glucose reading was 398 mg/dl at the time of incident. Troubleshooting advised customer to clear the pump error, disconnect and perform rewind. The customer indicated that they were able to use the pump and troubleshooting advised customer that the pump should be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file confirmed a pump error 53 line number (B)(4) and file (B)(4). Unable to determine the root cause. The pump was received with a scratched case, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.